Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after deploying the t1 implant of two (2) fast-fix 360, when the needle was withdrawn and prepare to deployed the t2 implant, the t2 implant and the suture fell off from the inserter. T1 was successfully removed from the patient. Non-significant surgical delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported devices were received for evaluation. A visual inspection revealed each one was returned in original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were returned off the needle. The knot is not tightened down. The actuator is in the pre-t2 position. Device two, the t1 is off the needle but attached to the suture. The t2 and suture are still on the needle. The actuator is in the pre-t2 position. A functional evaluation was performed and found device one cycles as intended. For device two, the actuator deploys the t2 and continues to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.